Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exiting the infusion set tubing during the load fill tubing sequence. Reportedly, the insulin was accumulating at the luer lock. There was no impact to the customer's blood glucose level. The customer reconnected the same infusion tubing to the cartridge tubing and insulin was observed dripping form the infusion tubing during the load fill tubing sequence.